Manufacturer narrative:
Batch review performed on 05 february 2019: lot 174737: (B)(4) items manufactured and released on 11-jan-2018. Expiration date: 2022-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant revised: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot 173458: (B)(4) items manufactured and released on 12-jun-2017. Expiration date: 2022-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
On (B)(6) 2019 we were informed that the patient needed a revision 4 months after implantation for a recidivist dislocation: on (B)(6) 2019 the surgeon revised successfully the patient shoulder swapping the glenosphere and the inlay . The glenosphere had luxated from the inlay. The glenosphere was changed from 36 to 42 and the inlay from 36 to 42 +6mm. Y. The patient not leadable, maybe alcohol drug or similar. The patient had already had the following surgeries; surgery 25.4.2018 rtsa (reverse total shoulder arthroplasty) after prox. Humerus fx; surgery 15.6.2018 revision rtsa humerusdiaphyse +9, after luxation-->complaint (B)(4) (MDR 2018-000761); surgery 27.8.2018 revision rtsa higer liner head 42mm, after luxationy-->complaint (B)(4) (MDR 2018-000760); revision surgery due to infection 2 weeks after the previous surgery->complaint (B)(4) (MDR 2018-000757).